Manufacturer narrative:
(B)(4). Evaluation of the returned device found it was partially deployed. Both cuffs were captured and attached to the needle tips. The link had broken at the posterior link. A link break during needle retrieval and a cuff miss have the same result and appearance during deployment, therefore the reported experience is confirmed. During the investigation the guide tube was found bent distal of the nose cone. During testing the plunger was re-inserted into the device and resistance was encounter due to the bent in the guide. The anterior needle was bent and the insertion could not be completed. When the suture is harvested and pulled through the anterior needle guide, resistance at this point of deployment can cause the link to detach. The damage detected to the guide tube indicates the device was inserted against excessive resistance causing the guide to bend; subsequently, causing the link to break during suture retrieval. Based on the investigation findings, the root cause for the bent guide tube and link break is related to the operational context use of the device. No manufacturing or quality issue was detected. Review of the device history record for this lot did not produce any findings relevant to this report.

Event description:
It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, when the needle plunger was removed, a cuff miss occurred. The proglide was removed and hemostasis was achieved using manual compression. There were no reported adverse patient effects. Though requested, no additional information was provided.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information.